Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/04/2016. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and suture was used. During the procedure, the needle broke off on the needle-holder and the needle's tip remained in soft tissues, sovra-urethral and reptropubic, without any possibility to remove it. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the name of the initial procedure? Where was the needle grasped (swage, middle, tip)? Were x-rays taken to identify the location of the needle piece? What tissue is the needle piece located in? What size of the needle (in mm) is still retained in the patient? Does the surgeon plan on removing the needle during future procedure? What is the surgeon¿s opinion of the consequence to the patient? What are the patient gender, age, weight, other medical conditions? Do you have the other portion of the needle that broke for evaluation? What is the current condition of the patient? What is the name of the surgeon?